Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was further reported that the right ventricular (rv) lead exhibited under-sensing of r waves leading to inappropriate ventricular tachycardia (vt) termination. It was also reported that the right atrial (ra) lead exhibited intermittent over-sensing. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.